Event description:
It was stated that even when the cassette was locked, the message ¿locked¿ or ¿unlocked¿ did not appear. Even when ¿start¿ was pressed, the message ¿please lock¿ appeared, and the device did not start. The event occurred during priming at the patient's home. There was no reported patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue was unlocked error message. The customer reported issue was able to be confirmed through the operation test. The cause of the reported issue was latch lock sensor failure. The reported issue was resolved by replacement of the latch lock sensor. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.